Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer. The investigation found that there is tcp/com software on the rauland server and the philips careevent (paging) server. The rauland system underwent a microsoft update which included a restart. The customer it team failed to perform a required tcp/com software restart on the rauland server as part of the process resulting in a failure to communicate with care event. There was no product malfunction; this issue is due to a non-philips product. The issue was determined to be with the rauland nurse call. Information was provided to the customer to perform a tcp/com software restart on the rauland server. Amtek rauland was notified of this report and the notification is attached to this record. No further investigation or action is warranted at this time.

Event description:
The customer reported that a code blue was not paged to the nurses' phones. The device was in use. Patient details were not provided.